Manufacturer narrative:
No product returned for eval. Should new info become available, a f/u supplemental report will be submitted.

Event description:
Received info of a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully.